Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was also noted that the patient was having telemetry and communication issues. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the replacement procedure was due to physician's preference.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. It was also noted that the patient was having telemetry and communication issues. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.